Event description:
The customer reported that the system displayed an error message and would not display an image on the monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The plate digitalizer on the image processing computer was replaced. No further repair info is available.